Event description:
It was reported that the cartridge was damaged at the cartridge pigtail. Reportedly, the adhesive between the pigtail tubing and the cartridge failed. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered and a supply change was performed to treat the bg. Reportedly, the cartridge damage was due to user error.